Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close. The device was replaced by another same device. The case was completed with no patient consequence.